Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, after suture deployment and the needle plunger was retracted, a cuff miss occurred. The device was removed and hemostasis was achieved using a non-abbott vascular device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Based on the investigation and analysis of the returned device components, no product deficiency was identified that would contribute to the reported cuff miss. The most probable cause for the posterior cuff miss may have been due to needle deflection during plunger deployment from an interaction with human tissue/calcification or failure to position and maintain the device at a 45 degree angle throughout deployment; however, no conclusive cause could be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.